Event description:
Shock from defibrillator model #lp9p mfg by physio control. User called the shop around 7:00 am and reported that she had been shocked when plugging the defibrillator test cable together. She stated that the defibrillator was plugged in and on but not charged. She stated that the shock was severe enough to cause numbness in her arm and some chest discomfort.